Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps jumbo device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009. According to the complainant, upon collecting three biopsy samples, the device would not close. The physician could not retract the device through the working channel of the scope. The device and the specimen was removed from the pt along with the scope. Once removed from the pt, the device was cut in order to be removed from the scope. As no further biopsy samples were required, the procedure was completed with this radial jaw 4 single use biopsy forceps jumbo devices. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4): (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).